Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead had an alert for high out of range pacing impedances greater than 3000 ohms. It was noted that there was another alert for high impedances a few months ago, where a full lead check was performed with no issue. There were observations of muscle noise seen in unipolar sensing, and technical services recommended to program bipolar sense and unipolar pace to limit the oversensing. The system remains in-service at this time, and additional information was requested for plan of action. No adverse patient effects were reported.

Event description:
Additional information from the device nurse indicated that the patient was seen the following day for further testing, and the thresholds and impedances were good. The device was reprogrammed to bipolar sense and unipolar pace, and the plan was to continue to monitor.